Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was "strong discoloration" and foreign particles found in the syringe s2 10ml ns before use.

Manufacturer narrative:
Investigation summary: DHR: 8254564. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were assembled in machine, nº4253, nº4235, nº4213, nº4212, nº4203, in lot #8267701 (september 24th ¿ 30th, 2018). Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8268789, #8261746, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8268793 #8261750, #8254836, and no problems, defects or qn related to the reported issue were found. Bd has been provided with the affected sample. After the evaluation of the returned sample, bd confirmed the reported issue, and identified the foreign matter as grease allocated between the barrel and plunger. Conclusion: after analyzing the affected sample provided to the manufacturing site for evaluation, bd could see the reported foreign matter and confirm the reported issue. The presence of this grease contamination was due to an incorrect use of it during the assembly machine maintenance process. An incorrect practice during this maintenance allowed the presence of this grease in the machine which finally ended inside the syringe producing the reported nonconformance. On the other hand, based on the preventive measures and our stringent sampling inspection, we are confident that this has been an isolated case and any probability of occurrence should be very exceptional. Grease remaining in the assembly machine after a maintenance activity due to a failure of the operator during this process.

Event description:
It was reported that there was "strong discoloration" and foreign particles found in the syringe s2 10ml ns before use.